Event description:
Patient suffering of colon malignancy underwent laparoscopic lar, anastomosis was performed using the colonring device. On pod 6 the patient was re-operated due to leak with fever, abdominal tenderness, blood in stool, vomiting and shock, anastomotic dehiscence with soiling into the peritoneal cavity was diagnosed. The patient was treated by intravenous antibiotics, laparotomy and re-anastomosis.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. The ring was returned and investigated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.